Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. Technical services (ts) was contacted, and ts recommended bringing the patient into the clinic to evaluate the rv lead. No adverse patient effects were reported.